Manufacturer narrative:
The device was returned to zoll. The malfunction was duplicated during functional testing. The monitor board was replaced to resolve the issue, and the device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat an (B)(6) female patient, the device restarted/reboot itself. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.